Manufacturer narrative:
Correction: please note that conclusion code and result code no longer apply to this report. Device evaluation: analysis of lead (B)(4) found five conductors were broken 22.2 cm from the distal end. Analysis of lead (B)(4) found all eight conductors were broken 21.6 cm from the distal end.

Manufacturer narrative:
Analysis results of the leads were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the manufacturer representative regarding the "system that stopped working i.e. No pain relief for the patient". The impedances were out of range for both leads. When the leads were replaced, the impedances were in range and the system was working again. So, there was no problem with the ins.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt the ins stopped working in (B)(6) 2016. Symptoms returned and the patient was in pain. There were no external factors that contributed to the event. Troubleshooting was performed. The patient was brought into the clinic and the impedances were checked, which were all out of range. The action taken to resolve the issue was the patient was brought back to surgery and two new leads were implanted. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.